Event description:
Healthcare professional (hcp) reported injecting a patient with 1 syringe of juvéderm® voluma xc in the cheek. 10 days later, the patient called the hcp complaining of swelling. Hcp states the swelling was on the patients "right cheek right under the eye with a puncture area (looked like a spider bite) that was painful and itchy". Hcp prescribed im antibiotics and then oral antibiotics and prednisone. Hcp states the patient got worse. Patient returend to the hcp 2 days later and hcp states "right cheek area was completely hard with what seemed to be periorbital cellulitis". Hcp sent the patient to the hospital where the patient was treated with vancomycin which the patient had an allergic reaction to. Patient was released after 5 days in the hospital and showed some improvement but "still has some hardness and redness", patient was now also experiencing redness on the left side. Hcp is concerned the area is infected. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.